Event description:
During service testing, the baxter repair technician reported that the device had damaged batteries. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.